Event description:
Caller reported that a cartridge was not fitting properly on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address this, the customer administered a correction injection via mdi without third-party assistance. Cts determined that the issue persisted despite several troubleshooting steps and instructed the customer on proper maintenance of the pump area. The pump was replaced to resolve the issue, and the customer will use insulin pens as back up therapy and stated they will reach out to their healthcare provider (hcp) for a bg meter.